Event description:
A falsely elevated troponin I result of 2.01 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested and a result of 0.00 ng/ml was obtained. The sample was retested a second time and a result of 1.85 ng/ml was obtained. The sample was then tested by alternate methodology and a result of 0.2 ng/ml was obtained. The patient was transferred to another facility, but patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a broken wire on the sample conduit causing ultrasonic mix problems.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a broken wire on the sample conduit causing ultrasonic mix problems. The malfunction was resolved after the customer corrected the problem with guidance from a dade behring technical assistance representative. The instrument is performing within specifications.